Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n154408, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# j10868r23, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a 76-year-old, female patient who was receiving hydromorphone 25mg/ml at 2 mg/day via an implantable pump for failed back surgery syndrome, chronic low back pain and spinal pain. On an unknown date, the patient experienced an infection in the pump site and transient ischemic attack (tia). The patient was hospitalized. The physician wanted to turn down the pump to begin the weaning process. Additional information has been requested regarding the start date of the infection, diagnostics, the cause of the event, and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.